Manufacturer narrative:
No report of patient involvement. (B)(6). A ge healthcare service representative performed a checkout of the equipment and confirmed the reported complaint. The patient circuit is reseated, and the unit was returned to service.

Event description:
The hospital reported that, during a preoperative checkout, the unit is not delivering the tidal volume. There is no patient involvement.